Event description:
It was reported that post mva pt who was paralyzed had surgery with posterior fixation. Approx two months post op, pt returned to hospital with one rod pressing against skin and one rod sticking out of skin. X-rays showed that one screw had pulled out at bottom of construct (l4-5) and three setscrews had backed out. Pt had also developed an infection. A revision surgery was performed the next day to remove the device.